Event description:
Patient's oxygen levels were changed and patient was desaturating. The patient's oxygen percentage saturation (sats) were at 33%. The alarm for the equipment in use did not sound. Patient coded, recovered with no adverse effect. Biomed checked the equipment. The history as noted within the equipment indicated that an alarm was issued. Yet, the history did not show the alarm sounding at a red level. The concern here is that pediatric patients usually have a respiratory event prior to the cardiac event. The manner in which the alarm process is set up with this equipment creates a situation where the yellow alarm overrode the red alarm.